Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2025. Investigation summary bd received one returned sample along with three photos for investigation. The returned sample exhibited a clear foreign material (fm) on the inner tube wall. Analysis of retained samples did not identify any further instances of fm. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.